Manufacturer narrative:
Event summary: the event was confirmed via log file analysis. The battery passed visual inspection and functional testing. The log file analysis revealed that one of the controllers was a controller 2.0 ((B)(4)). During the controller log files review, the controller showed a critical battery alarm on (B)(6) 2017 at 21:27:21 hours and the battery participates in communication error switching events. The power switching events due to communication error are when the battery values are between 101 to 201 are for power disconnect or critical battery alarms caused by a 60-second (was 10 seconds) loss of communications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional system component being reported for this event: battery //bat222283/ catalog number: 1650de / expiration date:08/31/2017. No, not returned to manufacturer. (B)(4). Battery /bat219970/ catalog number: 1650de / expiration date:06/30/2017. No, not returned to manufacturer. (B)(4). Battery /bat221153/ catalog number: 1650de / expiration date:07/31/2017. No, not returned to manufacturer. (B)(4). Battery /bat221866/ catalog number: 1650de / expiration date:08/31/2017. No, not returned to manufacturer. (B)(4). Battery /bat221881/ catalog number: 1650de / expiration date:08/31/2017. No, not returned to manufacturer. (B)(4). Battery /bat222141/ catalog number: 1650de / expiration date:08/31/2017. No, not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there were critical battery alarms when three green lights were displayed.  There was also potential power switching which occurred when three lights were displayed on the controller for the batteries.  All of the batteries and the controller were exchanged.  The ventricular assist device (vad) remains in use.  No patient complications have been reported as a result of this event.